Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6), 2011, a vns treating physician provided programming history for a vns pt. Review of the pt's programming history revealed that a system diagnostic test was interrupted on (B)(6), 2011, the pt's implant date, which inadvertently changed the pt's settings to system diagnostic test parameters. No final interrogation was performed and it wasn't until the pt's following appointment on (B)(6), 2003 that the settings in question were found and corrected.